Event description:
.

Manufacturer narrative:
(B) (4): eval: results: device history was not performed yet. Cause of this event could not be determined. Analysis: the device has been returned for analysis. Completion of analysis and full investigation is pending. Once complete, the event will be updated and a supplemental report filed. Conclusion: the cause of this event cannot be determined at this time.